Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, it was noted that the (B)(6) right atrial (ra) and this right ventricular (rv) lead exhibited noise. Additionally, the patient had syncope and there were ventricular pauses on the monitor. A local representative was called for a device check. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152413.